Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular aneurysm repair with bifurcated stent grafts in patients with narrow versus regular aortic bifurcation: systematic review and meta-analysis of comparative studies galanakis n, kontopodis n, charalambous s, palioudakis s, kakisis I, geroulakos g , tsetis d, and ioannou v. C. Annals of vascular surgery 2020 doi:https://doi.org/10.1016/j.avsg.2020.11.022. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant, talent and non mdt stent grafts were implanted in patients for the treatment of abdominal aortic aneurysms on unknown dates. The following malfunctions were reported; stent graft kinking the following adverse events were reported; occlusion, thrombosis, stenosis & re-intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.